Event description:
The customer reported via phone call experiencing low blood glucose levels for 3 consecutive days. The customer stated that he consulted his doctor to report the issues and was told to adjust his settings, but his blood glucose remained low. He stated that he removed the insulin pump, and his blood glucose rose to 340 mg/dl. He noted that on the following day, he was very active while playing golf, and his blood glucose dropped from 240 to 67 mg/dl. He treated with food and manually suspended the insulin pump. He reconnected to the insulin pump, went home, and the blood glucose dropped from 87 to 48 mg/dl. He ate, waited 15 minutes, and the blood glucose dropped to 27 mg/dl. He had juice and honey, and his blood glucose returned to normal range. He observed bent infusion set cannulas. He advised that he was supposed to adjust the basal rates but did not think right while running low, and he did not do so. He declined troubleshoot help, and no hospitalization or serious injury resulted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-16822.